Event description:
It was reported that at the implant attempt, reproducible noise was seen through the device when wiggling the suture sleeve. The lead was thought to be fractured. The lead was not used, and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed), and the proximal conductor appeared distorted. Blood was found in/on the helix/lobe mechanism. The outer insulation was breached cut, and the lead appeared to have been damaged at implant.